Event description:
Alleged the lft foot support unexpectedly moved down while the pt was in the bed and contacted the dr's shoulder. The dr was examined in the emergency room and diagnosed with a sprained shoulder.

Manufacturer narrative:
The hill-rom tech inspected the foot support, found it to be functioning properly and could not duplicate the failure. The foot support was replaced upon request of the facility.